Event description:
The customer reported that while the unit was in use on a pt, the unit displayed the following messages: "no pt status available", "maintenance code 120", and "system failure". The pt was switched to another unit and therapy was continued. No pt injury was reported.